Event description:
A consumer reports blurry near and distance vision, halos, and a half-moon shape in his peripheral vision following intraocular lens (iol) implant surgery. He saw another surgeon for a second opinion and was given a prescription for eyeglasses. He states that when he wears the glasses, everything looks animated. In a follow-up, the surgeon reports the consumer may have contrast and sensitivity issues. There are two manufacturer's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 01/15/2008, 01/16/2008, 01/18/2008 and 01/19/2008 by mail, fax and phone. Patient records were received 01/11/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 02/07/2008.